Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the left ventricular lead was capped and replaced on (B)(6) 2018 for unspecified reasons. No further information was reported.

Event description:
New information states that the patient was believed to be in stable condition.